Event description:
Report received from USA stating that the device had damaged bearings. It is not known if the device was used in surgery. It is not known if injury or medical intervention occurred. The date of event is unk. There was no add'l info provided.

Manufacturer narrative:
The device has been received by (B)(4). The investigation is still in progress. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).